Event description:
During the procedure the insulation at the distal end of the probe started splitting and peeling. Physician finished procedure with another probe. No pt injury, no other complications were reported.